Event description:
It was reported that the caller had issues seeing electrograms (egms) for this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) explained that the consult only goes back three days. Ts noted that the patient exhausted therapy for a ventricular episode. Latitude reports show that the device delivered anti-tachycardia pacing (atp) and shock therapy across multiple episodes. It is unknown if the therapy was appropriate or not. The device remains in use. No additional adverse patient effects were reported.